Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was evaluated. Based on the evaluation, the valve appeared to be aligned between the valve alignment markers. Valve was initially deployed asymmetrically with the proximal side opening prior to the opening of the distal side. Despite the asymmetrical deployment, the valve was still able to be fully expanded and deployed successfully. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Investigation results did not conclusively identify the root cause. The reported event may be related to patient anatomy such as annulus shape, valve morphology (e.g., bicuspid valve), and calcium distribution interacting with balloon deployment. Additionally, the asymmetrical deployment is similar to the constrained inflation as in a pre-existing investigation. However, without additional information such as patient anatomy condition or imaging report, or device return, further investigation could not be performed. Based on the available information, the root cause remains indeterminable. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position via right carotid access. Prior to deployment, the crimped valve was positioned between the valve alignment markers. During deployment of the valve, the ventricular portion of the 23mm commander delivery system balloon seemed to be delayed. The valve was initially deployed asymmetrically, with the proximal side opening about two-thirds before the distal side began to open. Despite this asymmetrical deployment, the valve remained stable throughout the entire cycle. It was fully expanded and successfully deployed at the targeted location.